Event description:
It was reported that during the procedure the fiber broke (into two pieces) near the connector end. The procedure was completed with a second fiber. No pt or end user injury was reported.